Manufacturer narrative:
The device was received for evaluation. Visual inspection noted the tube of the set was caught by the seal of the packing machine. The damage to the tube inhibited flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be due to human production. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a flow regulator set, damage was found. There was no patient involvement. No additional information is available.